Event description:
International affiliate reports pt had two level fusion, l4-l5-s1, for isthmic spondylolisthesis with moss miami fixation, using cross connector and screws only at l4 and s1. Pain had been ongoing since the procedure. CT scan suggested 2 level non-union and loosening of sacral screws. Revision surgery found metal staining and fracture of pedicle screw at its shaft at s1 on left. The screw positioned at s1 on right was found to be loose. This report is being filed for the pedicle screw located at s1 on the right side that is reported to have been loose. Mfg medwatch report# 1526439-2009-00157 is being filed for the other screw that is reported to have been stained and to have fractured.

Manufacturer narrative:
A definitive cause of the screw loosening cannot be determined. It is believed that the device is not available for eval. Review of the device history record cannot be performed at this time as the device lot code is unk. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) that is supplied with the device.